Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and then the light started going on and off and the numbers on screen were ramping. Customer's spouse removed and reinserted the battery and the insulin pump alarmed battery out limit and then the display went blank. Blood glucose was 18 mmol/l. Customer stated she had the insulin pump in her bra and tried to bolus and ended up in the hospital with high blood glucose. Blood glucose at the time of admission was 26 mmol/l; customer was treated with insulin drip and blood glucose wet to 22 and then 7 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own or backlight anomalies were noted. The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit alarm noted. The insulin pump was received with cracked case at display window corners and display window and minor scratched lcd window.